Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during testing of the device. The device was tested by bench handling, power cycling and functional stress testing. However, review of the logs did show error messages consisted with foreign material within the transducer flow screens and an internal inspection confirmed foreign material within the screens. The dirty flow screens were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check failure - 1003" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.